Event description:
It was reported that after a robotic bronchoscopy procedure, the patient had a pneumothorax. A chest tube was placed and the patient was monitored. The pneumothorax resolved and the patient was discharged home six days after the procedure.